Manufacturer narrative:
The reported event of could not connect rv-lead due to spring blocking full insertion was confirmed. Analysis revealed the rv-contact spring was pushed out of the ring slot of the connector when a lead was inserted into the connector. No foreign material was found on the contact spring or in the ring slot. The connector port dimensions were normal. No device anomalies were found. The original diameter and shape of the spring is unknown since it is now distorted from being pushed down inside the connector bore. The cause of the problem cannot be determined.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that there was a resistance in the setscrew when the right ventricular lead was connected. The pacemaker was not used and replaced during procedure. The patient was stable.

Event description:
New information received noted that there was difficulty in inserting the right ventricular lead in the header.